Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A treatment provider reported that a patient treated with coolsculpting may have developed paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
Upon further review, abbvie medical safety has determined, that there is no paradoxical hyperplasia. This record is no longer reportable to the FDA. And will be un-reported.

Event description:
Upon further review, abbvie medical safety has determined, that there is no paradoxical hyperplasia. This record is no longer reportable to the FDA. And will be un-reported.